Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
The patient's daughter reported: "my mother died suddenly. In the week before she passed, her physical therapist noted that she seemed confused and mentioned something called ¿tempraliasis,¿ which they said was some kind of blood infection. I¿m trying to understand